Event description:
Caller alleging receiving discrepant false low tni. Customer reported poor tni correlation between triage meter and ortho vitros/aci. On (B)(6) 2014: a (B)(6) female patient went to ed. Reason for visit: general weakness. Admitting diagnosis: nausea and vomiting. Current, active problem per ed: n-stemi. Patient transferred to another facility for high level cardiac care. Customer does not have any additional information after patient was transferred to a different facility. No information or report was made about any treatment being withheld prior to transfer. No additional information provided.

Manufacturer narrative:
Customer's complaint of discrepant low tni was replicated with returned samples only. Observed negative tni values with returned samples on triage and elevated tni values on the access2 immunoassay. Sample interference cannot be ruled out. Samples were severely hemolyzed, this could affect results. Insufficient volume was returned to conduct further investigation of returned samples. Results of cal j met final release specifications. Discrepant low tni not observed with calibrator testing. Review of the batch record showed no issues with tni recovery on cardiac tni lot w56188. Lot performed properly. No product deficiency was established. No corrective action required at this time.